Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient reported they had been going through physical therapy on their shoulder and the physical therapist had them turn stimulation off so they could do the electrical stimulation on their shoulder so they turned it off. The patient said when they turned therapy back on last night, it did not seem like it was working as well so they used the equipment and it looked like it reset back to a default setting and they could not remember what their setting was and they thought they had adjusted it higher so they tried to increase back up but it shocked them out of their skin so they decreased back down to where it was comfortable. The patient asked if there was a way the agent could tell them what their previous setting number had been. The agent reviewed information, reviewed some therapy optimization information, stimulation sensation information and recommended keeping a symptom diary to track results. The patient mentioned unrelated medical history. This included patient said they have had several strokes and their memory is not that good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the statement that "the device was not working as well" was that they had a false expectation due to the temp. Being 100% effective. They reported that the issue was not caused by normal battery depletion and the cause was determined. They reported that what likely caused or contributed to the issue was the settings. They reported the issue had not yet been resolved. They reported that the cause of the settings changing unexpectedly was determined. They reported that what likely caused or contributed to the issue was settings. They reported that steps taken to resolve the issue included "settings---date?" They reported the issue had not yet been resolved. They reported that steps taken to resolve the shocking issue included continuing to adjust settings. They reported the issue had not yet been resolved. Additional information was received from the patient. The patient reported that the statement that "the device was not working as well" was that it was not working as well as the temp. They had for a week. They reported that the issue was not caused by normal battery depletion and the cause was determined. They reported that what likely caused or contributed to the issue was that they just needed to apply different settings. They reported the issue had been resolved. They reported that the cause of the settings changing unexpectedly was unknown. They reported that what likely caused or contributed to the issue was settings. They reported some steps had been taken to resolve the issue. They reported the issue had been resolved. They reported no steps were taken to resolve the shocking issue. They reported the issue had been resolved.